Manufacturer narrative:
Batch review performed on 01 april 2019: lot 184694: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient had symptoms of hip pain 6 weeks after the primary surgery. X-rays showed the stem loosening and the biopsy showed signs of infection. All components were removed, 3 months after primary. We do not have any detail concerning the head and liner, the stem was from a competitor company.